Manufacturer narrative:
The device was returned and an evaluation confirmed the reported complaint, however, the reported complaint could not be reproduced. The device software was upgraded to address this issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf218) related to a main board error. There was no patient harm or serious injury reported as a result of this incident.